Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected, specifically showing a fill estimate issue of 105 units when a higher amount was anticipated. There was no adverse impact to the customer's blood glucose level. The caller had performed necessary actions to resolve potential issues, such as removing air from the cartridge and using room temperature insulin. They were assisted by technical support in reloading the cartridge and chose to monitor the situation further, declining to disconnect for an additional bolus to update the insulin estimate.